Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and error code 41541, latch lock error was verified. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the latch lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump did not recognize the power cord. During physical inspection, it was found that there was a latch lock error code, 41541, related to the flex sensor. There was no patient involvement, no patient injury was reported.